Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts throughout the stent that were stretched and bent. The stent moved proximally on the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25x28 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to the lesion; however, it was noted that the stent came off the delivery system while in the guide. No patient complications wee reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25x28 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to the lesion; however, it was noted that the stent came off the delivery system while in the guide. No patient complications wee reported.